Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system recorded multiple alerts since on (B)(6) 2023 due high, out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. The patient was referred to the physician. This ICD system remains in service. No adverse patient effects were reported.